Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device failed accuracy test 6.3%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. Visual evaluation found downstream occlusion (dso) sensor nub dents, upstream occlusion (uso) sensor seal discoloration, and lens scratches. This device has not been in for service in the review period. There was no applicable evidence to review in event log. The reported problem fails accuracy test 6.30%., was not verified by accuracy testing. No problem was found. No action taken to correct the reported problem.